Event description:
Additional information received reports a shocking or jolting sensation. The patient said that she suddenly started feeling shocking around (B)(6)-2014 and had the ins (stimulator) explanted the next day. The patient said that they were unsure if the shocking was from the device or from a nerve. The patient said that the week before this happened the device was going to be explanted and replaced because one of the leads wasn't registering properly.

Manufacturer narrative:
Analysis of the lead lot number va0gqdu reveals stimulator/ lead /body conductor was crushed. The analysis for the stimulator has not yet begun. (B)(4)

Event description:
It was reported the stimulator was explanted due to pain at the implant site. The patient was also experiencing a shooting pain, described as electrical pain. The issue occurred both when the stimulator was on and off. The patient had good symptom relief prior to explant. Explant resolved the issue.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0gp2u, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3889-28, lot# va0gp2u, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient that the patient had a burning sensation. The patient said that about 3 weeks ago, she bent down to get laundry and felt a sharp pain and severe burning near her rectum, buttock, and down the back and side of her leg. The patient said that it was so bad that she needed to turn stimulation off. The patient said that her hcp (healthcare provider) instructed her to turn stimulation off for 3 days and when she turned it back on it felt even worse and she noticed burning at the implant site and where the incision was for her lead. The patient said that it was painful even on the lowest setting. The patient said that she has an appointment tomorrow. Additional information received reports while stimulation was turned on and off, the caller reports a shocking or jolting sensation. The patient admitted to ER (emergency room) tonight due to shocking feeling. A week ago, the patient started feeling sharp pain in back of right leg. The pain stopped when stimulation was turned off. The patient was seen by manufacturer representative last thursday and stimulation was turned off at that time it was noted that 0 electrode pairs were all greater than 4,000 ohms when impedance checked; other pairs were normal range. On reported event date, at 7:45 pm, the patient started having shocking down leg, making leg jumpy even with stimulation off. The patient came to ER at that point. Stimulation was confirmed off with patient programmer. The patient does feel stimulation in bicycle seat area when it's on. Turned ins (stimulator) down to 0 volt but this didn't affect shocking. The patient has not had any falls or procedures. Additional information received reports the cause of the event was unknown. Suspect device malfunction of the stimulator, lead or battery. It was noted unknown if due to programming. It was reported burning at battery site with electric shock even when device was off. A surgical intervention occurred. The stimulator and lead was explanted. It was noted on (B)(6) 2014 that the lead was defected with abnormal impedance at zero. The device and lead explanted which was noted uncomplicated. No evidence of (illegible) or infection. Signs and symptoms associated with the reported event includes right leg and buttock pain. Shooting sensation down right leg and burning at stimulator site. The patient did require hospitalization due to the event. It was reported, the patient recovered without sequelae. The patient reports that prior to her symptoms she had completed resolution of her urinary symptoms and pain. She would like to proceed with re-implantation.

Manufacturer narrative:
Analysis of the stimulator serial number (B)(4) reveals functionally okay and insignificant anomalies. Both devices functioned properly throughout the duration of the test. Both devices were set to the parameters the explanted device had when received for analysis, but 2.0 volts was used for the amplitude. Correction on previously reported lead serial number. Serial number for previously reported lead should be (B)(4).

Event description:
Additional information received note that the healthcare provider will not do a replacement surgery until the results of this device were received and reviewed.